Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. However, the facility returned fifty-eight (58) unused, unopened caresite valves from lot number 0061487891; and fifty-six (56) unused, unopened caresite valves from lot number 0061455044. A random sampling of 20 valves from each lot number (40 valves total) were subjected to luer taper and water pressure (leakage) testing according to specification with acceptable results. There were no leakages observed within the valves or at the luer connectors during the testing time frame. Incidents of cracked/leaking valves can be caused by many factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. However, without the actual used sample, a thorough sample analysis could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot numbers did not reveal any abnormalities or nonconformances of this nature. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event # 2: reports the caresite valves leak at the connection to IV catheters (introcan safety and is3), or from the end of extension tubing during injection of radioactive isotopes. A nuclear med clean up had to be performed. There was no injury to the patient or clinician. Involved lot numbers: lot 0061455044 - manufacture date: 10/23/2015; expiration date: 09/30/2018. Lot 0061487891 - manufacture date: 03/18/2016; expiration date: 02/28/2019.